Event description:
The customer's mother reported that the customer passed away. The cause of death was internal bleeding in the brain that resulted from a fall in which the customer hit her head. The customer was experiencing high blood glucose at the time of the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.